Event description:
It was reported the asymptomatic patient presented for in clinic follow up. Upon interrogation, it was observed the right ventricular (rv) lead exhibited oversensing noise. There was no intervention, and the rv lead was being monitored. Patient was stable.